Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be a use error, tidal total uf removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 09:14:50. During night drain cycle 11, the patient's ultrafiltration reading was 2058ml, indicating the home patient (hp) drained 1308ml more than their maximum programmed fill volume of 1500ml.